Manufacturer narrative:
Date of event- estimated to be (B)(6) 2021 since the comment noted this thrombus event in a tense indicating this occurred recently, thus, the date was chosen to be the month this comment was made. Implant date - estimated to be (B)(6) 2021 since the date of implant is unknown.

Event description:
It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A few months post implant, a thrombus was identified on the closure device in the heart. The patient was awaiting a second follow up procedure to mitigate this thrombus.